Manufacturer narrative:
Conclusion: device investigations of the explanted device did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the device was working within specification whilst implanted. The reported persistent pain, present also when not wearing the audio processor, is likely due to the observed inflammation at the implant site. A review of the device's sterilization records confirms that proper sterilization was applied at the time of manufacturing. Damages found during device investigation are related to removal surgery. This is a final report.

Event description:
The patient has had pain around the implant site due to inflammation and occasionally there is no access to sound. The patient has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has had pain around the implant site due to inflammation and occasionally there is no access to sound. Re-implantation is going to occur.